Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that no external components will communicate with the ins and the ins was in overdischarge. The representative started the physician mode recharges (pmrs) and the ins had not rolled over approximately 4 hours later. The representative was concerned because the patient claimed that she was able to charge until (B)(6) 2017 and then the patient had a fall and from that point on they were not able to charge. The patient stated the fall was not related to the ins. The pmr session was stopped and rr-t information was pulled from the recharger. All five of the rr-ts showed 01-01-00. This appeared to mean that the patient had never charged the ins, which would make sense based on what the patient reported. The patient could not verify what the screens on the ins were when she was charging. It was reviewed that the only reason why it would make sense that she has not got to normal charges was (1) the insr was never used (2) flipped ins. The patient stated that she charges for 2 hours a day, typically every day. No further complications were reported. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2017-11-22. It was reported that the patient's weight was approximately (B)(6) pounds. The patient did not have stimulation. No further complications were reported.

Manufacturer narrative:
Corrected to include adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on (B)(6) 2018. It was reported that the patient had not returned for continued follow-up after (B)(6) 2016 and had reported that the ins was working well up to that point. No further information was available.